Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high impedance and high capture thresholds. The lead appeared to be fractured. The lead would be monitored and a follow- up scheduled.